Event description:
The patient received a vibratory alert from the device and went to the hospital. The device was interrogated and there was a charge time out alert. Capacitor maintenance charging was performed but the charge time was still slow. The next day capacitor maintenance was performed again with no resolution. The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
Additional information: the reported device was received for evaluation and extended charge time was confirmed via reviewing of the field¿s data. Bench testing was performed, and the device showed normal characteristics. The hv capacitors were returned to the manufacturer for analysis. The extended charge time was caused by an anomalous hv capacitor.